Event description:
Customer called to report blood leak alarm in the centrifuge chamber. Patient treatment was interrupted for about 20 minutes. When the treatment was continued, the alarm occurred. Customer reported a leak at the top of the centrifuge bowl. Customer aborted the treatment and disposed of the kit. Customer started a new treatment, patient was reported to be fine. No service order was generated. The customer did not return product for investigation.

Manufacturer narrative:
A review of lot b901 was performed and there were no non-conformances related to the complaint. Trends were reviewed for complaint category, centrifuge bowl leak/break and no trends were detected for this complaint category. (B)(4) has been initiated to investigate centrifuge bowl leaks/breaks. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer.